Event description:
During arthroscopic rotator cuff repair, the bone was very hard and anchors broke when impacted. The surgeon attempted to remove all of the anchor but was unable to remove all of the pieces; small fragments remain in the patient. A back-up device was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device has not been received for analysis at this time. (B)(4).

Manufacturer narrative:
Device evaluation: three anchors were returned all are broken at the suture eyelet. Three inserters were also returned. Examination of sample a. Confirmed the inner shaft distal tip is broken off; there is a pronounced bend at the break location. Samples b. And c. The inner shaft is dramatically bent. This condition is symptomatic of off axis insertion or incorrect site preparation. Due to the limited clinical details provided regarding site prep a root cause for this incident cannot be determined. No root cause related to the manufacture of the product can be determined. No further investigation is warranted at this time. (B)(4).